Event description:
Pt stopped using the pump due to it making a loud noise. He finished his infusion by gravity. Pt was instructed to infuse his medication over at least one hr and that a replacement pump would be brought out as soon as possible. The pt did not miss any doses or have any adverse reaction from infusing the drug by gravity. Pump was used to infuse foscarnet and saline for hydration.